Event description:
Reporter indicated that vns pt had passed away. The pt was found dead in their bed. The pt had reportedly experienced a fall that damaged the ncp system and underwent generator replacement surgery 11 days prior to death. It is not known whether the pt's new generator was programmed to on following the generator replacement surgery and whether or not the pt was receiving vns therapy at the time of death. An autopsy was performed during which the bipolar lead was noted to be intact. Cause of death is not known at this time. Treating physician indicated that the relationship between the ncp system and the reported event was unknown. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.